Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26236. The manufacturer is unable to determine which lead was explanted so we are reporting on both leads. It was reported one of the patient's occipital (off label use) leads had eroded through the skin. There is no sign of infection present. The patient underwent surgical intervention on (B)(6) 2015, where the physician decided to cut the lead just above the anchor site and left everything else implanted until the patient heals. Additional surgical intervention is pending.